Manufacturer narrative:
H10: multiple attempts have been made on 18oct2024, 05nov2024, and 18nov2024 to try to obtain further information about this case, but no response was received from the customer. This file is closed and can be reopened if new information becomes available. H11: d4 - product UDI #.

Event description:
Philips received a complaint by the customer on the v60 indicating that a 1007 "machine and proximal pressure sensors failed" error occurred. It was reported that there was no patient involvement at the time the issue was discovered. The device was removed from service. No patient or user harm was reported. The customer called technical support to report that a 1007 "machine and proximal pressure sensors failed" error occurred. The remote service engineer (rse) evaluated the device with the customer and found that the 110e, 110f, 1106, and 1107 error codes were also logged. The rse had the customer remove, inspect, and reinstall the data acquisition (da) to motor controller (mc) cable making sure that the end attached to the da printed circuit board assembly (pcba) was fully seated before connecting to the mc pcba. The customer informed the rse that the device operated in ventilation mode without going any errors or alarms. The rse then provided the customer with the part identification (ID) of the replacement da to mc cable as listed in the service manual for suggested repair for the 1007 error. The investigation is ongoing.